Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided.

Event description:
The doctor reports that it is impossible to separate the mount from the implant at tooth site 13 and the implant was removed. The doctor reports that the procedure was not completed.